Event description:
The advocate stated that the customer tested her glucose and received a reading of more than 300 mg/dl using her contour meter. The advocate alleged that the customer medicated as a result of the high reading and became hypoglycemic. The advocate stated that the customer was able to recover at home and did not require outside medical attention. Troubleshooting was not possible as the advocate did not have test strips or control solution. No product will be returned for evaluation.